Event description:
High ground resistance.

Manufacturer narrative:
Tech adjusted ground for better resistance. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.